Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 6 infusion set fell off event on 01-apr-2024. The infusion set was in use for 1 day. No further information available.